Event description:
It was reported that the patient presented to the clinic experiencing pocket stimulation. Upon interrogation, the pulse generator exhibited a device parameter error message. The device was reprogrammed and the stimulation ceased. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.